Event description:
The manufacturer was informed that on 01 feb 2023, a patient received a perceval valve size l. About a week after operation, complete atrioventricular block was noted, and pacemaker was implanted in the patient on (B)(6) 2023. Based on further information, outcome was good. The doctor commented that patient was chd and had pci in the past which might have affected the event, but it is unknown.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and nitinol stent, model #icv1210, s/n #(B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Based on the available information, it is not possible to draw a definitive root cause on the reported event. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases (i.e., chd, and history of pci). As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU. Device remains implanted.